Manufacturer narrative:
Product is an instrument and is not implantable. Request have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending.

Event description:
On (B) (6) 2009, the sales representative reported that during surgery, the driver was jamming in the screw head and would not engage. Additional info received via telephone on 09 apr 2009 - the sales representative reported that during surgery, the surgeon was implanting the last screw when the driver would not align with the screw. The driver jammed in the screw head and the surgeon had to hit it with a mallet to get the driver to disengage. The second driver was also jamming on the screw head. The surgeon used another driver from another kit that the sales representative had in order to finish the case. When the sales representative looked at the second driver closer, it was identified that it was burrowed. There was a 15 min surgical delay.